Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
During interventional procedure, the physician found that the torque/support segment of the jl4 guiding catheter was damaged before using it. It looked like it was chopped by something. It was a clean-cut edge, slit like crack. The injury seemed to be made in manufacturing. The product was not clinically used.